Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer was allegedly sitting in her unit had speed on low . Next thing she knows unit is allegedly spinning out of control and she was allegedly thrown to the floor.